Event description:
It has been reported that the system could not generate x-ray. No harm to the patient has been reported to philips. The available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed by moving the patient to other system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray machine was not generating x-rays. Upon functional testing, fse confirmed that the tube arcing was causing the system to not generate x-rays. The fse replaced the tube. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.